Event description:
This device shows eos with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been inspected. The battery status was found to be eos, detected by the device on february 3, 2022 and 322 charging cycles were documented. Analysis of the shock holter data showed that an amount of 24 charging cycles was performed by the device between 06:14 pm of february 1 and 3:57 am of february 3, 2022. As a result of that successive charging the eos battery status had occurred. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. However, should additional relevant information or the device itself become available, this investigation will be updated.